Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2016. Between the (B)(6) 2016 and the last log entry on the (B)(6) 2017 the device records multiple manual power ons of 10 minutes duration. During this time an installed pad-pak became depleted. The returned pad-pak was inserted into the device and had failed a self-test and immediately shutdown with a "warning memory full, low battery, device service required" prompt was given at shutdown and the status led continued to flash red. The reported fault could not be replicated however, devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration that may be attributed to a failing membrane. The device records multiple manual power ons mainly of ten minutes duration between the (B)(6) 2016 and the (B)(6) 2017. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.